Manufacturer narrative:
Concomitant product: 2090 programmer. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency (rf head) was "faulty". The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of "faulty rf head." The rf head interrogated with the programmer with no issues.